Manufacturer narrative:
The field service representative checked the sample, reagent, and bead mixer positions which were acceptable. The customer was not using the required sample tube rack adapters. The investigation did not identify a general instrument or reagent problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys amh (anti-mullerian hormone) result for one patient sample. The initial result was 0.027 ng/ml and was reported outside of the laboratory. The physician suspected the result, so he asked for repeat testing. On (B)(6) 2019, the repeat results were 10.02 ng/ml and 10.00 ng/ml. The reagent lot number was 39380000 with an expiration date of 29-feb-2020.